Manufacturer narrative:
The event of infection is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: infection.

Event description:
Patient reported a rupture, sore and tender breast, hyperemia and "fluid discharge". Later contacted back stating that an MRI showed no rupture but a "compressed" breast, described as "tense and painful" as if "about to explode". This record is for the right side. The device remains implanted.